Event description:
A surgeon reports that following intraocular lens (iol) implant surgery, a patient reported temporal darkness. Additional information, including patient status, has been requested. First eye: MDR #1119421-2007-00222. Second eye: MDR #1119421-2007-00223.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have ben no other complaints reported for this lot number. Additional information has been requested.